Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 10.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another mustang balloon. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 10.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another mustang balloon. There were no patient complications nor injuries reported. It was further reported that the stenosed target lesion was 70%, located in the severely tortuous and severely calcified iliac vein. The balloon inflated two times and ruptured at 18 atmospheres in 2 minutes and not 20 atmospheres as previously reported. The patient condition was stable after the procedure.

Manufacturer narrative:
H6 evaluation method codes from device not returned (b17) to device discarded (b18).